Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair]; [front case moved side ways exposing seal. Alarming battery & pm. No recent errors.]. There was no reported patient involvement.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[front case moved side ways exposing seal. Alarming battery & pm. No recent errors.]. There was no reported patient involvement.